Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the (B)(6) clinical study and is an expected side effect to the zephyr valve treatment. While pneumothorax is a known potential complication of the zephyr valve procedure, the development of the subcutaneous emphysema following placement of chest tube to manage the pneumothorax led to removal of all valves and the physician subsequently has decided not to proceed with replacing the valves at this time. All five valves that were implanted were ultimately explanted. It is unknown which valves (4.0 ebv and/or 5.5 ebv) were explanted from the rml on (B)(6) 2019 and which valves (4.0 ebv and/or 5.5 ebv) were explanted from the rul on (B)(6) 2019.

Event description:
On july 15, 2019, the patient underwent bronchoscopy procedure in the right upper lobe (rul) and right middle lobe (rml). Three valves were placed in the rul and two valves were placed in the rml. After the procedure, a chest x-ray showed good collapse and no pneumothorax. One hour after the procedure, a chest x-ray showed a large right pneumothorax without tension. A 14 fr pigtail was placed within the next hour. Worsening subcutaneous emphysema, persistent pneumothorax with large continuous air leak, and ICU consultation for worsening dyspnea led to the removal of the rml valves on (B)(6) 2019 and the placement of a second 14 fr pigtail via interventional radiology under CT guidance on (B)(6) 2019. On (B)(6) 2019, the remaining three valves in the rul were removed because of lack of improvement and worsening subcutaneous emphysema that were observed over the last few days. Complete lung re-expansion with resolution of the pneumothorax and air leak were noted immediately after all valves were removed. Subcutaneous emphysema slowly improved with time. Patient was placed to water seal for 48 hours, then clamped for 24 hours, and finally both pigtails were removed on (B)(6) 2019. On (B)(6) 2019, patient was discharged from hospital. On (B)(6) 2019, patient was seen in pulmonary rehab. A follow-up chest x-ray revealed no pneumothorax. The patient was clinically deconditioned due to prolonged hospitalization, but otherwise stable.